Event description:
International affiliate reports pt had reduced spondylolisthesis during primary surgery and felt a 'give' in her back with associated pain approx one month later. Post-operative x-rays indicated that a previously reduced l4/5 spondylolisthesis had gone back to pre-op slip. Revision surgery found the right l5 screw head was 'toggling' and not fixed and the left l5 screw had become loose in the pedicle. Mfg medwatch report # 1526439-2010-00069 is being filed for the second screw that was involved in this event.

Manufacturer narrative:
The screw is not available for evaluation. Review of the device history record cannot be performed as the lot code is unk. No definitive conclusions can be made at this time. However, the implant may have been subject to high bone to implant stresses due to the pt's overweight condition. The loose screw toggling most likely occurred after the left screw pulled out of the pedicle. Examination of provided x-rays revealed that anterior support in the form of a cage was not used and this may have been a contributing factor in combination with extreme stresses placed on the implants. At this time, the complaint is considered to be closed.